Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon burst when priming at 10atm for 25 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D4 - lot number: corrected from 0034322347 to 0033829137. E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile inspection of the device identified no kinks or damages were noted on the hypotube shaft. An 8mm longitudinal tear was noted along the main body of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The exposed inner lumen of the polymer extrusion shaft was slightly stretched within the balloon material. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon burst when priming at 10atm for 25 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D4 - lot number: corrected from 0034322347 to 0033829137. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon burst when priming at 10atm for 25 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.